Manufacturer narrative:
An engineer of the local dräger s&s organization was dispatched for examination and repair. It could be revealed that indeed no full shut-down had occurred as reported - the device has performed a reboot after which the ventilation had resumed. It was found that the internal battery was still the original one installed at the time of manufacture six years ago. The battery was replaced; the device passed all tests and could be returned to use. The causal connection between the course of event and the finding is the following: the device performs a battery test in periodic intervals in the background to assess the battery status and to calculate a runtime forecast. In particular, the mains supply line is switched-off for 500ms and, the trends for voltage and current are measured. A completely worn battery may lead to a significant voltage drop below the required minimum and, the device initiates a reboot to re-establish mains supply and to set all interrupted sw processes back to a controlled state. The reboot sequence lasts typically 8 to 12 seconds; ventilation will be resumed afterwards with the last valid settings. Appropriate measures to prevent from events like reported are in place - the user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The replacement interval dräger recommends for the battery is two years with typical use conditions. The device was manufactured in 09/2016 without exchanging battery since manufacture and thus, a causal connection to lack of maintenance was a contributing factor in the reported event.

Event description:
It was reported that a shut-down of the device has occurred during use. The users bridged patient support with a manual breathing bag until a replacement device could be introduced. No patient consequences have reportedly occurred.